Manufacturer narrative:
(B)(4). Investigation summary :the asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision to take place (B)(6) 2013; xl acetabular system - left; reason(s) for revision: pain. Update: added hospital. Received: april 23rd 2013. Update - amended sugrery date and revision date taken from claimsuite dated (B)(6) 2013. Asr revision due to take place on (B)(6) 2013. Update received 3rd october, 2013. Revision date confirmed by crawfords. Update ad 19 mar 2018: additional information received from kennedys: updated revision date and added facility name. Doi:(B)(6) 2006; dor: (B)(6) 2013; left hip.